Event description:
It was reported that during an unk procedure, the surgeon attempted to fire the stapler across the base of the appendix but it locked out. They then opened a 2nd stapler and reused the first reload from the initial locked out firing and this firing also locked out. They then opened a new blue reload and loaded it into the 2nd stapler and it locked out again. They then opened a 3rd stapler and reused the 2nd reload which worked and completely fired. Subsequently, they opened a 3rd blue reload and placed it in the 3rd stapler and this one worked as well. The case was completed successfully without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2024. D4: batch # 698c29. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with no reload present. Further analysis shows that the test reload could not be loaded into the channel of the device and upon visual inspection, the wedge guide was noted to be damaged (broken), this condition did not allow the reload to be properly loaded into the device and caused the knife to move out of its normal position, rubbing against the anvil when fired. No functional test was performed due the condition of the device. No conclusion could be reached on what caused the damage to the wedge guide. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense thick tissue between the jaws, may result in instrument failure. Device history review: a manufacturing record evaluation was performed for the finished device batch number: 698c29, and no non-conformances were identified.